Event description:
Litigation papers allege the following: after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into pt's blood and tissue and bone surrounding the implants. As a result, pt has been experiencing severe pain and discomfort and inflammation in his thighs, hip-joints, and groin. Metallosis and pseudotumors have also formed in the area surrounding his hip-joints. He has also experienced a lack of mobility. He also experiences severe pain in his hips whenever he shifts his weight from one side of his body to the other. Due to pt's chronic pain and discomfort and other symptoms, pt will likely need to undergo revision surgery to replace the implants.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
There were no new allegation and revision reported. Updated part and lot numbers of the impacted products. Added stem due to previously alleged large amounts of toxic cobalt-chromium metal ions. Added patient's date of birth, age and lawyer in the associated contact. Doi: (B)(6) 2009 - dor: none reported (left hip). See (B)(4) for the right hip.